Event description:
It was reported by the legal guardian that the patient went to the emergency room with hyperglycemia. The patient's blood glucose (bg) levels reached 33 mmol/l (594 mg/dl) while wearing the pod between 1 and 4 hours. Symptoms reported include excessive thirst, stomachache and frequent urination. The medical team treated the patient by applying a new pod and administering hourly correction doses. The patient was discharged on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.